Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to leakage from damaged biopsy channel. The event can be detected and prevented by following the instructions for use (IFU) sections: detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the switch box had a dent, water tightness was lost due to damage on the channel tube, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive around the light guide lens had wear, the connecting tube had a scratch, the adhesive around the objective lens had a crack, and there was corrosion around the forceps elevator. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the air / water tube and cylinder. There were no reports of patient involvement.